Manufacturer narrative:
Concomitant medical products: dtba1q1 crt d, implant date: (B)(6) 2015; 6945-65 lead, implant date: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an lead integrity alert (lia) was triggered for sensing integrity counter (sic) and high rate non-sustained episodes on the right ventricular (rv) lead. Mirror image noise was also noted on the rv and right atrial (ra) leads. The rv lead was capped and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that insulation damage occurred on the rv and ra lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that interaction between ra and rv lead was suspected. It was also reported that ra and rv leads are expected to be explanted and replaced in the future.